Event description:
Reportedly, the subject programmer is not functional; it cannot be turned on.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190730 - file-2019-01549 - analysis_and_closure_report_resp-2019-00833.pdf].

Event description:
Reportedly, the subject programmer is not functional; it cannot be turned on.

Event description:
Reportedly, the subject programmer is not functional; it cannot be turned on.

Manufacturer narrative:
Preliminary analysis of the returned programmer revealed a potential issue at the level of the etx board and a damaged screen flex cable.